Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors (mcs) instrument was observed to have a broken cable around the wrist area. There is no allegation of a fragment falling inside the patient. No x-rays were performed. The procedure was completed with no reported injury.